Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was explanted due to unknown reason. No adverse patient effects were reported.